Event description:
The manufacturer received information alleging failed function test. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca by error e-15 burned. The device's event log was reviewed by the service center and error code found. Additionally, failures observed were reusable pollen filter service, bottom enclosure oxidation, heater plate kit oxidation, blower box kit contamination, iso port kit contamination, ui bezel plus screen with scratches. The customer complaint was reproduced, and the device was not repaired due to customer requested return unrepaired. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.